Event description:
Resident was being transferred from bed to wheelchair via hoyer lift. As resident was in air being transferred with the help of two staff members, the lift evidently tilted, the hoyer legs came together, and the resident was eased to the floor. The manual lever on the hoyer seemed to have malfunctioned, causing the hoyer to become off-balance.